Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h3, annex codes: device evaluation: intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) for failure analysis. In remotefe, errors were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto the system where an error was triggered indicating a fault on the axis, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform where the carriage was found to be failing on the axis. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the patient experienced unexpected bleeding while the customer was experiencing system errors involving universal surgical manipulator (usm) #3. The bleeding occurred immediately after the deep dorsal venous complex (dvc) bundle was sectioned. Hemostasis was achieved by increasing the pneumoperitoneum pressure to 15 mmhg. Approximately 450-500ml of bleeding occurred during the time spent troubleshooting the usm #3 issue. The cause of the unexpected bleeding is unknown. An intuitive surgical, inc. (Isi) technical support engineer (tse) was consulted and advised the surgical staff to reset the patient side cart (psc) breaker, followed by a system power cycle. Upon restarting the system, an additional error occurred. The tse inquired whether the procedure could be completed using only three usms, and the surgical team decided to proceed with the procedure under those conditions. Although another error occurred during the process of preparing and disabling usm #3, the procedure continued and was successfully completed robotically. There were no post-operative complications, and the patient has since been discharged without concern for any long-term effects.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the sit to further investigate the customer reported issue. The fse was able to reproduce the issue and as a result, replaced the usm. The system was then tested and verified as ready for use. Isi has received the usm to perform failure analysis. However, as of the date of this report, the evaluation of the usm has not been completed. A review of the site's system logs for the reported procedure date was completed, and the investigation revealed the following possible related system errors: node not present: axes controller carriage (acc) in armnet3 universal surgical manipulator, a node configured to be present has stopped responding (the node was present at startup).